Event description:
It was reported that approximately 10 years post implantation of a right total hip arthroplasty, the patient was revised due to dislocation. There were no contributing conditions related to the event. Surgical technique was utilized. It was reported that the liner was revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: country: australia . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6;h10. No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records and compatibility checks, and neither were provided. A definitive root cause cannot be determined. The reported issue cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.